Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 30 mg/dl and 75 mg/dl; 29 mg/dl and 73 mg/dl; 34 mg/dl and 65 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.